Manufacturer narrative:
Block h6: imdrf device code: a15 captures the reportable event of clip would not release from the catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during an unknown procedure performed on (B)(6) 2024. During the procedure, the clip remained attached to the implantation system. The procedure was completed with another resolution 360 clip device. There were no patient complications have been reported as a result of this event.